Manufacturer narrative:
Device evaluation completed on october 22, 2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture grade IV. (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor memorygel, sm mpp gel 400cc silicone breast implants which the left side ruptured, and patient experienced bilateral capsular contracture grade IV after implantation. The issue was confirmed during the surgery. As a result patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3504501bc sn#: (B)(4), and right replaced with cat#:3504501bc sn#: (B)(4) on (B)(6) 2020. This report relates to right prosthesis.